Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that they experienced high blood glucose. Blood glucose reading was 400 mg/dl but when son got there he was at 334 mg/dl. Customer stated that he had broken arm and had to go to hospital. Customer stated that he was not in the right state of mind and he was on certain medicines that caused a reaction. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.